Event description:
Customer reported via phone call to have high blood glucose. Customer reported that blood glucose elevated with every meal. Customer's blood glucose went from 114 mg/dl at breakfast to 475 mg/dl at lunch. During troubleshooting it was found that customer still had active insulin. It was also found that cannula was bent. Customer was advised to change infusion set, reservoir and insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.